Event description:
Procedure: hernia repair. Reportedly, the balloon separated from the shaft, during surgery. The surgeon removed the balloon from the cavity and proceeded with the surgery. No pt injury reported.